Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Additionally, it was reported that the pump shut off unexpectedly. Customer's blood glucose level was in 218-252 mg/dl range. Reportedly, the customer reverted to an alternate method of insulin therapy.